Event description:
Patient found to have high lead impedance. The device has been disabled and the patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's mom noted that they have decided to leave the device off and not get a replacement as the patient's seizures are the same.

Event description:
Additional information received noting that high lead impedance was first observed in december 2022.

Event description:
Additional information received noting that the patient was recently seen in clinic and once their device was checked, high impedance was no longer seen. No intervention has been taken since high impedance was first seen back in (B)(6) 2024 but the patient will now be referred for x-rays.

Event description:
The patient was seen in clinic and presented with low impedance. The patient's device was disabled and they had x-rays performed. During the office visit no other error codes were observed just low impedance.

Event description:
Last known diagnostics from november 2024 were received which showed low impedance.